Event description:
It was reported that during a hand assisted nephrectomy procedure, the device white tissue pad was burned and would not work anymore. Another device was used to complete the procedure. There were no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.